Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("itches, it bothers me"), dizziness ("little dizzy") and pain ("sore"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, dizziness and pain outcome was unknown and the pruritus had not resolved. The reporter considered dizziness, medical device removal, pain and pruritus to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pruritis, dizziness, soreness and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("itches, it bothers me"), dizziness ("little dizzy") and pain ("sore"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, dizziness and pain outcome was unknown and the pruritus had not resolved. The reporter considered dizziness, medical device removal, pain and pruritus to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pruritis, dizziness, soreness and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: case became serious incident. Events - medical device removal, sore and dizzy added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.